Event description:
The customer alleges he has received three undosed bg results on two different days, with two different drums of strips. No report of an adverse event. Controls were not run. Return requested and replacement was sent.